Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-aug-2015, an fse conducted follow-up with the customer over-the-phone to address the reported event and schedule time to replace the pump. The customer said she did not want to replace the pump at this time since the aia-360 had been running well since her initial call to tss. The most probable cause of the reported event was due to a defective diluent pump.

Event description:
On (B)(6) 2015, a customer reported error 2012 (air detected in diluent) with their aia-360 analyzer on (B)(6) 2015. The customer was unable to resolve by priming until she repowered the instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.